Event description:
It was reported that the cardiac output measurements don't always match the patient¿s clinical picture during the operative phase. The anesthesiologists have repositioned the swan post-op if the waveform and numbers do not appear appropriate. There were no specific patient complications reported. The introducer they use is the arrowgard blue psi kit (B)(4).

Manufacturer narrative:
The device was discarded. Without the return of the device we are unable to complete an investigation of the reported event. The lot number was not provided; therefore review of the manufacturing records could not be completed.